Manufacturer narrative:
Additional manufacturer narrative: the affected instrument was sent back to leica shanghai and inspected by a leica biosystems product specialist from industrial engineering and the quality department. The product specialist confirmed the root cause which was provided in the follow up report # 01. The root cause was that the center tube was not clamped tight enough by the clamping block. No further center tube clamping issues were found during the investigation.

Manufacturer narrative:
Additional manufacturer narrative: the affected instrument was inspected by a leica biosystems product specialist. Based on the investigation at the customer site the instrument indicated that the center tube was not clamped tight enough by the clamping block. At the manufacturing facility, the assembly instructions were reviewed to determine if the production associates are properly following the work instructions for assembling the clamping block and center tube. Additionally, finished instruments in inventory at the manufacturing site were checked for the same assembly issue. The result was that all instruments were manufactured correctly and the assembly instruction steps are correctly defined. Further tests will be conducted on the returned instrument to find the exact root cause for the blockage.

Manufacturer narrative:
An investigation of the incident is currently underway and a follow up will be submitted should additional information become available following the investigation.

Event description:
On (B)(6) 2019, a customer reported to leica biosystems that on (B)(6) 2019 they experienced suboptimal tissue processing on their leica tp1020, a tissue processor. As a result one tissue was undiagnosable, and one patient has to be rebiopsied.